Event description:
The sales rep reported that the customer received 11 patties instead of the expected 10 count. Product code and lot number is unk at the current time.

Manufacturer narrative:
Upon completion of the investigation, a f/u report will be filed.